Event description:
During a single level balloon kyphoplasty procedure at level l2, a pt went into cardiac arrest. It was reported that after two balloons were fully inflated, the pt's co2 levels began to drop. The treating physician completed the procedure within a few mins, and after the pt was turned over from prone position, the anesthesiologist performed CPR for about 40 mins, but was unsuccessful.

Manufacturer narrative:
Device not returned, f/u conversation with co rep.